Event description:
On (B)(6), 2012, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reverting back to the setup mode. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient the alleged issue began on (B)(6), 2012 at 11:30am. The patient stated that she does not take any medication to manage her diabetes and denied making any changes to her usual diabetes management routine in response to the reported issue. At an unspecified time on (B)(6), 2012, the patient claimed to have developed symptoms of "shakiness and blurry vision" but denied receiving any treatment in response to the symptoms. During the troubleshooting, the cca was able to walk the patient through the correct testing procedures as recommended per the owner's booklet and the reported issue was resolved. Replacement products were sent to the patient. Although the patient denied receiving any medical treatment after the alleged issue began, this complaint is being reported because she claimed to have developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.